Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer¿s blood glucose (bg) level was greater than 600 mg/dl. Customer delivered a manual injection to address bg level. The customer changed cartridge to successfully resume insulin delivery.